Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient indicated that the cause of stimulation down their leg and painful was due to the fact that the setting was too high. It is unknown if the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they started having accidents again so they had a doctor's appointment yesterday and the patient was told to increase stimulation. The patient initially stated these symptoms started yesterday, then stated "about two weeks after" the date of implant (doi). Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. They reported that the patient called in after receiving their replacement handset. Reviewed how to use the handset. The patient was able to adjust stim as desired. Additional information was received on 2021-05-25 . Patient reported they have been having problems with one program (program 4) "sending things down my leg that were very strong" and pt reported having a problem exercising with this going on. Pt clarified that this program was sending stimulation down pt's leg and that's why pt changed to the other program (pt has a total of two programs- 1 and 4). Pt stated due to this pt changed to the other program and reported they can't tell if that program is strong enough or not because pt has been having bladder problems. Pt later clarified they are now having new bowel problems and inquired if there is a program that can help with this.. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient stated that they are having a new bowel problem ("diarrhea") and inquired about what program to be on to help with this. Pt reported they are getting "surprise diarrhea runs" usually when pt is on a hike somewhere. Pt confirmed ins was implanted to treat bladder, but stated their hcp told them "that it goes to the same place for both the bladder and the bowel". Pt stated they only have programs 1 and 4 and stated they do not have any other programs. Pt stated they were told they would have 8 programs and stated they don't understand why their programs are limited. Reviewed role of ps and general overview of therapeutic effect and expectations. Redirected pt to hcp to further discuss therapy and pt's symptoms. Pt provided event date as "on and off for like 3 or 4 years" and reported this has got more intense recently. No further complications were reported/anticipated at this time. [See general text for omitted info]